Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (so) seal was peeling. Functional testing was able to duplicate the reported dso sensor problem. The dso sensor was nonfunctioning. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed downstream occlusion calibration. The event occurred during testing, there was no patient involvement.